Event description:
As reported, the patient had an initial right tka on (B)(6) 2017. The patient was revised on (B)(6) 2023 due to the recall of the poly, however, when the surgeon tapped on the femur it showed signs of listening, so he revised the femur as well. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6): 02-012-35-3513 - logic tibia ps mod insrt sz 3.5 13mm. (B)(6): 204-70-00 - tibial stem ext. Screw. (B)(6): 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6): 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. (B)(6): 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
The reason for the revision reported may be the result of femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code. This follow-up report is being submitted to relay additional information. The following sections were updated: d4 catalog number and UDI#.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4. The reason for the revision reported may be the result of femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.